Manufacturer narrative:
Section a2, a3,a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was remain implanted. Section d6b: if explanted, give date: not applicable, as lens was remain implanted . Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic of an intraocular lens in the simplicity preloaded system released prematurely during use, increasing the risk of a capsular tear. The issue occurred on multiple occasions during the surgical list while the injector was loaded with balanced salt solution (bss). Additional maneuvers required to rotation of injector to guide leading haptic away from bag. No injury and further intervention is required. No further information is available.